Event description:
The customer reported that the system displayed a black screen. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative was unable to duplicate the reported issue. The system was tested and found to be working as intended and put back in service.